Manufacturer narrative:
Internal investigations revealed an issue with the reagent lot leading to under-recovery at the very low end of the normal range.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of low results for 5 patient samples tested for elecsys pth (pth) on a cobas 6000 e 601 module. The discrepant results were between 2 different reagent lots. The low results were reported outside of the laboratory where they were questioned by the doctor. The repeat results were believed to be correct. The e601 module serial number was (B)(4).